Event description:
The pt called lfs and alleged that their meter was failing the check strip tests. The pt did not say how long they were experiencing the issue or how long they were unable to test their blood sugar. The pt stated that they went to the ER because they were unable to test. They were treated with an IV (unk if treatment was for high or low blood sugar). The issue was unresolved with troubleshooting. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt. This case is being reported as a malfunction because the pt did not provide sufficient info to prove that the meter contributed to the hosp visit.